Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received. It is therefore unknown what the outcome of the reported issue was, and no further information could be obtained. The investigation concludes that no further action is required at this time. This file is closed and can be reopened if new information becomes available.

Manufacturer narrative:
H11: g1 phone number (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1007 "machine and proximal pressure sensors failed" error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was replaced with another ventilator. The customer called technical support to report that a 1007 "machine and proximal pressure sensors failed" error occurred. The customer also mentioned that this issue has repeatedly occurred in the past. Upon downloading and checking the event logs, the remote service engineer (rse) recommended that the customer should replace the data acquisition (da) printed circuit board assembly (pcba) for repair. The investigation is ongoing.

Manufacturer narrative:
The customer called technical support to report that a 1007 "machine and proximal pressure sensors failed" error occurred. The customer also mentioned that this issue has repeatedly occurred in the past. Upon downloading and checking the event logs, the remote service engineer (rse) recommended that the customer should replace the data acquisition (da) printed circuit board assembly (pcba) for repair. Per follow-up good faith effort (gfe) response, the correct serial number of the failed device is (B)(6). The investigation is ongoing.